Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify external ram error alarm, unexpected restart alarm, battery out limit alarm due to blank display. The insulin pump had cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via a phone call that the insulin pump a blank display, unexpected restart, alarmed battery out limit and external ram error. Blood glucose at the time of incident was 101mg/dl. The customer states the insulin pump is alarming battery out limit, when the blank display occurred. The customer states receiving multiply battery out limits, but the battery was out less than a minute. The customer states the basal was not programed before the unexpected restart. Manual bolos was programed and recorded in the history. The external troubleshooting was not able to resolve the issue. The device will be returned for analysis.